Manufacturer narrative:
(B)(4).  Physio-control provided the customer, a biomedical engineer, with technical assistance.  It was later confirmed by the customer that he replaced the device's therapy connector which resolved the reported issue.  After observing proper device operation through functional and performance testing the unit was placed back into service for use.  The device has not been returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would only intermittently detect that a quik-combo therapy cable was connected.  In order to get the device to detect the cable, the biomedical engineer had to press in on the cable where it connects to the device.  As a result, defibrillation may not be possible. There was no patient use associated with the reported event.